Event description:
It was reported that this pacemaker was suspected to exhibit far field and cross talk oversensing. Additionally, the health care professional (hcp) requested assistance from boston scientific technical services (ts) with a presenting electrogram (egm) in which the patient experienced a heart rate of around 124 beats per minute (bpm). Ts discussed they would need to investigate what the patient was doing at the time of the episode to determine if the xl sensor was working as expected. No adverse patient effects were reported. This device remains in service.